Manufacturer narrative:
Per the clinic, it was also reported that the patient was placed under general anesthesia on (B)(6) 2024 during the revision surgery.

Manufacturer narrative:
Per the clinic, the patient developed a wound dehiscence at the incision site.

Manufacturer narrative:
Per the clinic, the patient underwent initial revision surgery by covering the area over the magnet with additional tissue. Following that, the patient experienced another extrusion, resulting in exposure of the receiver/stimulator (specific date note reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, it was reported that the patient experienced an extrusion of the receiver/stimulator (date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2024. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.